Event description:
Customer reports, a female having a CT procedure with contrast. IV access was the left subclavian vein. Optiray 320 contrast loaded in the injector and injection protocol of 2.5ml/sec for 20ml saline (patency check), 72ml contrast and 30ml saline set. Patency check was fine, but during injection, the 102ml of fluid infiltrated into the subclavian area. CT nurse reports via phone, radiologist checked patient. Extremity elevated and hot/cold compress were applied. Patient observed for - one hour. Patient left the department doing fine. No negative outcome reported.

Manufacturer narrative:
Field service engineer evaluated injector and verified per the optivantage service manual that the system functions in accordance to manufacturer's specifications. The customer was informed and injector was placed back into full operation.